Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The device was reported as installing a system update, preventing user access the medication; fentanyl and midazolam were the required medications. Customer reported a 2-minute delay to patient care. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the station had not been rebooted since december 2021 causing the system update process to take longer than expected. The technical support specialist verified system update installation and confirmed the station is now operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, the device was reported as installing a system update, preventing the user access the medication the customer specified that the malfunction caused a 2 min delay to patient care. No patient or user harm was reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-sep-2020 to 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not rebooted since december 2021, caused long application of windows updates on reboot. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
Customer reported that a pyxis anesthsia es system unexpectedly stopped responding during a procedure, the device was reported as installing a system update, preventing the user access the medication. The customer specified that the malfunction caused a 2 min delay to patient care. No patient or user harm was reported.